Event description:
During a procedure, the stainless steel wire on the probe broke off at the base of the probe where it meets the black connector. This broke off in the cannula and could have potentially got left in the pt if it had slipped out of the cannula. There was no pt injury. The procedure was completed with another cannula and probe. Please note that kimberly-clark healthcare owns with product line, and have reported an MDR for this incident under manufacturer report number: 1033422-2013-00028.

Manufacturer narrative:
The review of the device history record (DHR) is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a follow-up report. The device was not returned to the manufacturer for analysis; therefore, a root cause for this reported event could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.